Manufacturer narrative:
The reported event insufficient device problem information was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further analysis of the output signal found normal pacing parameters. Additionally, visual inspection of the header did not find any contamination. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient¿s pacemaker was explanted for an unspecified reason and replaced with a leadless pacemaker on (B)(6) 2025. The patient condition was not known.